Event description:
It was reported that the pressure wire was successfully used in the lad for measuring of ffr and ifr. Direct stenting of the lesion in the lad was performed with the pressure wire, related to the ischemia, and then the physician measured the result again. The physician relocated the pressure wire into the lcx and measured the lcx lesion and found the result to be relevant too. The physician used 2 balloon catheters to predilate the calcified lesion then attempted to pull back the wire from lcx rms to be placed in the rpvs of the lcx. However, resistance was felt in the proximal calcified lcx lesion and the wire became stuck in the lesion. It was further reported that as this happened the pressure wire tip became detached and lost in the lcx. At this time the pressure wire detached tip was stented in place. The procedure lasted about 50 minutes. Additional information was received indicating that the target lesion was lad: type b with 70% stenosis at the bifurcation lad/rd1 and lcx: type c with 70% stenosis proximal, eccentric greater than 20mm calcified. There were no reports of vessel dissection. The pt was discharged from the hospital without any issues and was known to be in good condition.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints have been reported for this failure mode within this lot. The complaint device was not returned to the manufacturer for examination. The device was discarded by the hospital. Since the device was not returned for evaluation, product evaluation could not be performed. The manufacturer requested a copy of the angiogram for clinical affairs review. Once this review is completed, a supplemental report will be submitted.